Manufacturer narrative:
H6 device code 2017 (improper or incorrect procedure or method) removed. It was reported that amulet device embolized within few minutes of release upon second deployment attempt which was deeper than first attempt to obtain stability. The embolized device had interaction with the valve, and then it was blocked in the left atrium with a pigtail catheter pushing the device against the wall. Information from field indicated that the sizing of the device was determined by transesophageal echocardiography and computed tomography scan. Field also indicated that close criteria were met and a tug test was performed. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Requests were made for additional procedural details surrounding the case (e.g., operative notes, procedure imaging), however this information was not supplied by the site. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported device embolization. The cause of reported patient effect obstruction was result of device blocked inside the la. The reported medical intervention was due to attempted device retrieval using a transcatheter snare. The reported surgical intervention was a result of case-specific circumstances as the patient was sent to open heart surgery to remove the device. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage was chosen for implant to close the left atrial appendage (laa). The sizing of the device was determined by transesophageal echocardiography (tee) and computed tomography (CT) scan. The landing zone measurements were 23mm at 0 degrees, 22mm at 45 degrees, 22mm at 90 degrees, and 24mm at 135 degrees. During the procedure, tee and angiography were utilized. 1000ml of fluid was given, and the left atrial pressure was above 12mmhg. The device was placed at a distal location in the appendage. At first attempt to place the device, the device pushed out when the disc was deployed. On the second attempt, the device was deployed deeper and looked to be in a good position with a lot of compression. Close criteria were met. A tug test was recommended by the abbott representative, but the physician did not do a full 30 second tug test. The device was released from the delivery cable. A few minutes after release, the device embolized from the implant site. The device had interaction with the valve, and then it was blocked in the left atrium with a pigtail catheter pushing the device against the wall. The device was attempted to be retrieved using a transcatheter snare. The device was unable to be retrieved by snare, and the patient was sent to open heart surgery to remove the device. The patient remained hemodynamically stable throughout the procedure. No replacement device was implanted. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.